Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Inspection: an external and internal inspection was performed on (qty 2, p/n tc10013664). External inspection of the keypads was observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layers. Test results: the front case keypads were connected to the cad pcu test fixture for functional testing. The keypads did not power on using the system on key (qty 2, tc10013664). Aside from the ¿system on¿, the keypads¿ keys were functioning as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
The customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Inspection: an external and internal inspection was performed on (qty 2, p/n tc10013664). External inspection of the keypads was observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layers. Test results: the front case keypads were connected to the cad pcu test fixture for functional testing. The keypads did not power on using the system on key (qty 2, tc10013664). Aside from the ¿system on¿, the keypads¿ keys were functioning as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.